Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had an issue with the battery life. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: there were frequent low battery warnings and replace battery alarms observed in the alarm history. The pump's electrical current draws were within specifications. Corrosion was observed in the battery compartment. The battery compartment was cracked above the bumper pad. The pump failed a leak test as a result of the battery compartment crack.

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016 ¿ correction to serial #.